Manufacturer narrative:
Tw (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped working during branch ligation. It would beep fast, then stop. Reported burning a small branch. Took the time to reevaluate, build the time back up, and started again. Beeped 2x then stopped. She was on the last branch so was able to finish with the same kit.

Manufacturer narrative:
(B)(4). The lot history record review cannot be completed since lot# was not provided. A ship history was performed to acquire the last 3 recent lots that were shipped to the event site. The three recent lots that were provided are 3000448471, 3000445702, 3000448208. Based on the DHR/lhr review results, the lot #: 3000445702 has an ncmr. However, this does not contribute to the reported failure mode electrical /electronic property problem. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.